Manufacturer narrative:
Insulin pump received with no button response due to flattened all button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify upload/down loud anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
Customer¿s husband reported via phone call that his wife experienced high blood glucose of 263mg/dl which was treated by putting readings of insulin. Customer¿s current blood glucose was also 263mg/dl. Customer states that drive support cap was normal and insulin exited at quick release. Insulin pump will be return for analysis.